Manufacturer narrative:
The reporter's strips and meter were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant glucose results with accu-chek inform ii meter serial number (B)(4) when compared to itself. The results from the meter taken with 10 minutes from each other were 562 mg/dl, 304 mg/dl, and 291 mg/dl. A different finger was used each test. It was noted that the meter has a contaminated strip port.